Manufacturer narrative:
(B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) resolved the reported drive manifold leak test failure issue by replacing the drive manifold assembly. The fse confirmed that the leak test passed. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after servicing the cardiosave intra-aortic balloon pump (iabp) in relation to an unrelated reported issue involving the touchscreen failing to calibrate during a preventative maintenance (pm). The getinge field service engineer (fse) reported that the iabp unit also failed the drive manifold leak test. Specifically, the leak tests failure was related to the vacuum and drive portions. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was reported that after servicing the cardiosave intra-aortic balloon pump (iabp) in relation to an unrelated reported issue involving the touchscreen failing to calibrate related to original complaint tw (B)(4) (power-up test fails # 7 (touch screen calibration) during a preventative maintenance (pm), the getinge field service engineer (fse) reported that the iabp unit also failed the drive manifold leak test. Specifically, the leak tests failure was related to the vacuum and drive portions. Fse replaced drive manifold assembly and now the leak test passes. After repairs, fse replaced expired 9 volt battery for critical alarm board. The unit passed complete pm with functional, safety, calibrations, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer. There was no patient involvement, and no adverse event reported. Failed " drive manifold tests" vacuum and pressure leak failed. The manifold failed the vacuum leak differential pressure at 153 mmhg. The factory specification is +- 25mmhg. The manifold also failed the pressure leak differential test at -156mmhg. The factory specification is +-55mmhg. Since there was no patient involved and no adverse event was reported; as per our process the part will be store in our secure area for 30 days after the investigation is closed and them it will be discarded. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.